Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) visited system onsite and found the system was not booting up during the software update. Upon troubleshooting, the fse discovered that the fan tray power supply caused the system not to boot up. The supplier's part analysis has conclusively determined the cause of the fan tray power supply failure was due to ac/dc supply failure. To resolve the issue, the fse replaced the fan tray power supply, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.